Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead was placed in the target vessel and prior to the slitting process, the physician encountered friction between the lead and the delivery catheter. During catheter manipulation, the lv lead was stuck at the tip of the catheter. The lv lead was unable to be disengaged from the delivery catheter and the delivery system was explanted with the lead. The lv lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the lead distal end damaged/misshape during the procedure, and tissue covered the tip electrode. The stylet and the introducer were not returned with the lead. Using the stylet, and the introducer samples in the lab to perform the introducer insertion test. Even though the lead distal end misshape and the electrode covered the electrode tip, the lead still passed through the introducer without obstruction. If information is provided in the future, a supplemental report will be issued.